Event description:
The basket tip separated from the ptd during a procedure. A snare was used to remove the pieces of the tip, but a small piece remains in situ. A second ptd was used to complete cleaning of the graft and there were no further complications.